Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported following treatment while removing the cassette he found fluid leaking. This was the first treatment using the cycler. The patient was advised to contact his nurse. The cassette was discarded. During follow up the patient's nurse reported that the patient did not have an adverse event associated with the leak. His effluent was cultured and was negative for infection. The patient was prescribed one dose of prophylactic antibiotics vancomycin and gentamicin.